Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: d4, d9, h3, h4, and h6. The field service representative (fsr) found that the log data indicated that the oxygen (o2) sensor was out of range. The o2 sensor was replaced and preventative maintenance was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
D4 - the UDI and related information is not provided as the serial number is unknown at this time. Diligence attempts are being performed to retrieve the serial number. H4 - the manufacture date is not provided as the serial number is unknown at this time. Diligence attempts are being performed to retrieve the serial number.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'calibrate gas system' message requiring multiple electronic patient gas system (epgs) calibrations. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.